Manufacturer narrative:
A ge service representative performed an onsite investigation. The wire at the footswitch plug was repaired. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system turned on but would not capture fluoroscopic images. No patient injury was reported.